Event description:
On (B)(6) 2019, the patient was hospitalized for analysis with symptoms of dyspnea and syncope. On (B)(6) 2019, a regent mechanical heart valve was implanted in the aortic position. While the patient was hospitalized postoperatively the patient was on anticoagulation therapy (clexane). A week later on (B)(6) 2019, the device was explanted due to thrombosis and replaced with a 19mm intuity valve. The inr level was 2. On (B)(6) 2019, the patient died due to right ventricle failure. The patient's comorbidities included: hypertension, anxious syndrome, and gastrointestinal reflux.

Manufacturer narrative:
An event of explant due to thrombosis and patient death due to right ventricle failure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, the patient was hospitalized for analysis with symptoms of dyspnea and syncope. On (B)(6) 2019, a regent mechanical heart valve was implanted in the aortic position. While the patient was hospitalized postoperatively the patient was on anticoagulation therapy (clexane). A week later on (B)(6) 2019, the device was explanted due to thrombosis and replaced with a 19mm intuity valve. The inr level was 2. On (B)(6) 2019, the patient died due to right ventricle failure. The patient's comorbidities included: hypertension, anxious syndrome, and gastrointestinal reflux.